Event description:
Nellcor puritan bennett rec'd a report from a biomedical engineer that the pulse oximeter did not provide an audio tone. The original analysis of the complaint determined, that it applied to remedial action exemption, e2005015. In 2007, nellcor puritan bennett was notified by the biomedical engineer that the speaker has previously been replaced per recall z-0664-05. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for evaluation but it is has not yet been received.